Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported. The next day the patient presented with a pericardial effusion. The effusion grew so the physician performed a pericardiocentesis. 400cc of fluid was drained from the patient. Following these events the patient recovered and was doing well. The patient was discharged from the hospital.